Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs pro meter serial number unknown and the patient's coaguchek vantus meter serial number (B)(4). This medwatch is for the coaguchek xs pro system. Refer to patient identifier (B)(6) for the vantus system. The result from the customer's meter was 4.3 inr. Patient within minutes tested on their own meter. At 10:51 am, the result from the patient's meter was 5.6 inr. The patient's therapeutic range was 2.5-3.5 inr.